Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2025 the patient had an aneurysm of about 5*4 in the left internal carotid artery segment. After evaluation, the surgeon decided to use a ped blood flow guide device for treatment. After the access was established, the surgeon used an xt-27 microcatheter to deliver ped-475-18 to the corresponding anchor point, began to deploy the stent, and after the tip end was opened, the surgeon confirmed the position of the tip end by angiography. The tip end was found to be a little abnormal and burred and a little flat. The surgeon believed that there was a problem with the opening of the stent tip end and complained about it. After that, another ped was replaced, which opened well and the surgery was successfully completed. The pipeline was used for an approved (on label) indication. The device and any accessories were prepared as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 3.8 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was the blood flow was smooth and the aneurysm immediately retained the contrast agent.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal end of the braid was not opened with fraying. While the proximal end was found open and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer's report of failure to open at the distal end was confirmed, as the distal end of the braid was not opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, or deployment of the braid in a vessel bend. However, the customer reported that the vessel tortuosity was normal, and the braid was not positioned in a vessel bend, which rules these out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the tip edge felt worn, there was collapse during deployment, and poor opening. The pipeline was not placed in a vessel bend when it failed to open. After retrieving it again, the situation was still the same after opening it again. The operator requested to file a complaint against the product.